Event description:
It was reported that the patient experienced an infusion set bent cannula leading to high blood glucose managed with insulin pen injection on (B)(6) 2026.

Manufacturer narrative:
E1:name- (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.